Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. Insulin pump trace download analysis confirmed the power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 104mg/dl at the time of the incident. The customer isn't using a 620g or 640g pump with software version 2.6. The customer was guided with steps to resolve the error and was advised to monitor the pump. The customer called back to report the second incidence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.